Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-oct-2018 with the following findings: during investigation, the pump was powered up to a fully functional display. The pump cover was removed and no moisture was found internally. The alarm history showed no evidence of a blank display event. The alleged blank display issue was unable to be duplicated during testing. Unrelated to the original complaint, the battery compartment was cracked above the grip pad.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. The screen is reportedly intermittently blank. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.